Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited an increase in thresholds and a decrease in p-waves. The lead was explanted and replaced. The patient's condition post procedure was good.